Event description:
A complaint was received that indicated the elite system was only providing a result of 299 mg/dl. While on the phone a review of the system was conducted. It was learned that the customer was using elite sensors lot number ok05xm expired dated 04/02. A blood test was attempted but the meter only displayed f-5 and then 299 mg/dl when the blood was drawn into the sensor. The results in memory were likewise reviewed and the last four results were all 299 mg/dl. A request was made to return the system for eval. In the meantime replacement product has been provided.